Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 900 mg/dl and high ketones that a healthcare provided identified as dangerous and life threatening. Customer was treated with intravenous fluids of saline and insulin and was discharged from the hospital on 3/1/2024 with injury to the kidney, but the issue resolved. Reportedly, the customer reverted to manual injections for insulin therapy.